Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that an anti-a1 of a patient sample was missed when it was tested with erytypecell a1 on tango optimo. The customer reported that the patient sample has been typed as bloodgroup a on tango optimo. The patient sample yielded a negative reaction when tested with erytypecell a1. When the crossmatch of this patient did not match, the customer repeated bloodgroup typing using the tube technique and found out that the patient has an anti-a1. The customer did neither return the supposedly defective product nor the patient sample that had caused the false negative result. At the time the costumer filed his complaint, the supposedly defective product was already expired. Nevertheless our quality control laboratory tested different donor samples with the retained sample of erytypecell a1&b on erytype s abd+rev.a1, b in tango optimo. All positive and negative reactions were correct. We did not observe false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytypecell-a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.